Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Additionally, the insulin gauge was inaccurate. Troubleshooting could not be performed as the customer already changed all supplies and resumed insulin delivery. Blood glucose was 300's mg/dl.